Manufacturer narrative:
The device was returned, and the evaluation found no additional malfunctions aside from the issues reported in b5. Based on the results of the investigation, a definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Device is over 2 years old. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited varying-colored images (purple/green) and the charged coupled device unit (ccd) was broken. There were no reports of patient involvement.